Manufacturer narrative:
(B)(4).

Event description:
The patient was presented with a recurrence incisional hernia which was intended to be treated with a gore® dualmesh® plus biomaterial on (B)(6) 2017. It was stated that the procedure and implantation of the gore® dualmesh® plus biomaterial was successfully and that the patient was doing well following the procedure. It was reported to gore that on (B)(6) 2017, the gore® dualmesh® plus biomaterial was explanted due to mesh- and wound infection. The patient received a vacuum therapy to treat the infection.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. All of the sterilization documents were reviewed. The sterilization batch was processed in accordance with standard operating procedures and met all requirements. (B)(4).